Event description:
As reported, approximately seven years post initial left tka, this (B)(6) male patient had a sore knee and under x-ray it was deemed to be osteolytic all components were loose. Patient had an osteolytic reaction to polyethene wear. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device is not available for evaluation as they were disposed by hospital.

Manufacturer narrative:
Concomitant medical products: posteriar stabilized cemented size 4 left (cat# 02-010-02-0240 / (B)(4)), lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / (B)(4)), three peg patella 32mm (cat# 200-02-32 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely the result of delamination and wear of the tibial insert secondary to axial rotation mismatch of the femoral component relative to the tibial components and/or joint instability, which likely contributed to the reported component loosening and pain. The most probable root cause associated with the reported event of "loosening¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "instability¿ is associated with undesirable stability of the joint or implant construct.